Manufacturer narrative:
D4. Primary unique device identification (UDI) number: (B)(4). No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, upon opening the packaging box of this swan-ganz catheter, the inner packaging was damaged and not sterile. The issue was solved by using a new catheter. There was no allegation of patient injury.